Event description:
It was reported that the patients leads had high impedances and the patients implantable pulse generator (ipg) had to be charged frequently. The patient underwent a spinal cord stimulator (scs) replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 3156206. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 519772. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 27845181. UDI: (B)(4).